Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned, with no sign of a setscrew mark on the terminal ring. The coils were stretched at 9cm to 11cm from the terminal pin, likely a result of handling during the explant procedure. The cathod coil was fracture approximately 11cm from the terminal pin, with a suture sleeve tie-down footprint approximately 11cm to 13cm from the terminal pin. Direct current testing was unsuccessful due to the open circuit.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was explanted and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure. The ra lead was not expected to be returned for reliability analysis.